Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy/operational context. It should be noted that the mitraclip instructions for use (IFU) states: ¿do not use mitraclip¿ g4 outside of the labeled indication¿. Since mitraclip was used to treated tricuspid regurgitation (tr) this is considered off-label use; however, the off-label use did not contribute to slda. A definitive cause for the reported entrapment of device component could not be determined; however, foreign body in patient was due to device entrapment. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), entrapment of device and foreign body in patient. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Prior to the procedure, it was noted that the leaflets were thin. One xtw clip was successfully implanted without issues. To further reduce tr, and additional xtw clip (91205u155) was implanted; however, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that no tissue damage occurred to the leaflets. The physician stated that there was some tension on the device during deployment, which may have been caused by the clip being caught in a chord during deployment. To stabilize the slda, an additional xtw clip was implanted, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.